Event description:
A report was received that the patient was experiencing pain and stinging around the ipg site. The patient could feel the edges of the battery and believed that it was related to the position. It was also reported that the patient was unable to charge the battery. The patient will undergo a revision wherein the ipg will be implanted slightly deeper and tilted up.

Event description:
A report was received that the patient was experiencing pain and stinging around the ipg site. The patient could feel the edges of the battery and believed that it was related to the position. It was also reported that the patient was unable to charge the battery. The patient will undergo a revision wherein the ipg will be implanted slightly deeper and tilted up.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the patient felt that the battery had been moving and could have flipped in the pocket. The patient underwent a revision procedure wherein the physician decided to replace the ipg in case there was an issue with the battery malfunctioning.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, mechanical and photographic imaging tests performed. The complaint of pocket pain was not confirmed. The device was monitored in saline solution for spurious signals, and no anomalies were noted. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached 50ma, which is the maximum, and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate of 11mv per day, which is within the expected range. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that the patient was experiencing pain and stinging around the ipg site. The patient could feel the edges of the battery and believed that it was related to the position. It was also reported that the patient was unable to charge the battery. The patient will undergo a revision wherein the ipg will be implanted slightly deeper and tilted up.